Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and atrial lead position check had failed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.